Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source. In this case the reporter did not provide the required information.

Event description:
There was no report of serious injury or illness associated with this complaint. A product problem, quantum pump set list #50606 dual inlet cassette broken, has been reported to be associated with this complaint. The device was not returned for testing and investigation. This product problem has been determined to be likely to result in a serious injury or illness should it recur.